Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate and that a minimum fill notification occurred after filling a cartridge with 150 units of insulin. Subsequently, it was reported that an empty cartridge alarm occurred. Customer's blood glucose level ranged from 234 mg/dl to 280 mg/dl. Reportedly, a new cartridge was loaded resolving the issue.